Event description:
According to the reporter, during an open vascular procedure, on three devices, the surgeon was able to squeeze the handle, but it jammed. One of the clips was shearing the mammary vessel which severed the artery. To resolve the issue, a reusable clip was used.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection stated that the instrument was partially fired with twenty four clips remaining in the channel. One fully formed clip was jammed between the pusher bar and the channel cover. The ratchet function was disengaged. It was reported that the surgeon squeezed the handle, but it jammed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that one of the clips were shearing the mammary vessel which severed the artery. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur when the user positions the instrument vertically and fires in air. This cause the fired clip to slip back into the clip cartridge, preventing clips from loading properly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant products: 133650, 133650 premium surgiclip iii 9.0 (lot#p3f0051); 133650, 133650 premium surgiclip iii 9.0 (lot#p3f0051) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open vascular procedure, on three devices, the surgeon was able to squeeze the handle, but the clips were shearing the mammary vessel. This resulted in a severed artery. To resolve the issue, a reusable clip was used.